Event description:
The glenosphere and the metaglend engagement. The surgery was to remove a prothesis, and implant a delta xtend reverse shoulder. The metagelen was implanted and 2 locking screws inserted, then two non locking screrws. The locking screws were then locked. The 42 glenosphere trialed and selected, this was then run down the guide wire and inserted into the metaglend. The head would not engage onto the screw of the meteglend. As second 42 glenosphere was opened to see if this would engage. Again this did not engage on the screw thread. A decision was then taken to remove the metagelnd and implant as new metaglend. The screws were removed, with the final locking scew breaking at the tip, however this was removed. The blue screwdriver was not able to engage with a strong enough bond to remove the metaglend. A decision was then taken not to remove the metaglend as this would cause more damage to the patients glenoid. The locking and non locking screws were then inserted. The glenosphere was then engaged onto the meteglend and locked into place. The humerus was prepared for a cemented stem and it was implanted. A 42/+3 spacer was impacted and the shoulder reduced. The shoulder was closed. The additional time was 45 minutes to 1 hours for the operation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated to the complaint was not returned for analysis.the DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A 24 months complaint search into the complaints database was performed, no other incident was reported against the provided product and lot combinations. Based on the information received and the investigation performed, the root cause of the analysis could not be determined.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.